Manufacturer narrative:
Product event summary: analysis confirmed the reported event; an error code was displayed (spacer broken). Analysis also found the cable of the stylus had a deep cut and the overall shielding was visible. The lower case was worn out and the handle was cracked.

Event description:
The programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported when the programmer was opened, it would not start and gave an error message (system test failure). Power cable was changed but the same problem was seen again. The programmer is expected to be returned for repair. There was no patient involvement.